Manufacturer narrative:
Concomitant medical products: product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2021 explanted: product type lead product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2021 explanted: product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient is experiencing pain/burning at the pocket site. Patient was advised to turn off the device for a few days and contact her doctor if she had any further issues.